Event description:
It was reported that the insulin gauge displayed a different amount than expected, with the pump showing a fill estimate of 120 units instead of the expected 240 units. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller about removing air from the cartridge before filling it, and the caller understood but chose not to load a new cartridge during the call since he had already loaded a second new one before contacting support, planning to follow up if necessary.